Event description:
Pt had very difficult anatomy, characterized by angulation and very wide iliac arteries. Placement of the leg graft noted there was not an adequate graft to vessel apposition. A larger diameter leg graft was then selected for deployment inside the previously deployed leg graft, providing a wider sealing area. During the completion angiogram, a nice seal of the vessel was viewed. No endoleak presence noted.